Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was an attempted implant, with the device failing to convert the patient rhythm. Additionally, there was a slight delay due to sensing difficulties. The patient was noted to be suffering from reverse takotsubo syndrome and a pectus excavatum that had been repaired. An intravenous system was implanted at a later date instead. No adverse patient effects were reported. This s-ICD has been received and is pending analysis. The device has been analyzed.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was an attempted implant, with the device failing to convert the patient rhythm. Additionally, there was a slight delay due to sensing difficulties. The patient was noted to be suffering from reverse takotsubo syndrome and a pectus excavatum that had been repaired. An intravenous system was implanted at a later date instead. No adverse patient effects were reported. This s-ICD has been received and is pending analysis.